Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient¿s right ventricular lead had been monitored by clinician since (B)(6) 2016 due to low impedance. A drop-in impedance was noted on (B)(6) 2018. Patient presented in clinic where oversensing was noted via isometrics. Noise was also seen on sense amps of both the atrial and ventricular leads. Tachy therapy was turned off. Sensing and pacing continues to be normal and stable. Patient reported no symptoms.